Event description:
The customer reported a false nonreactive alinity I anti-hcv results for a 38-year-old adult patient that is hiv positive. Since september 2022, several samples have been drawn and tested for anti-hcv and all have generated nonreactive results. However, at the same time viral load testing and hcv ag testing had been run at another lab and generated positive results for both tests. The patient had undergone treatment and obtained an undetectable viral load, and the anti-hcv serology testing continues to be negative. The customer provided the following results for the patient: on 06sep2023, customer provided another sample from the same patient: on 18jul2023, sid (B)(6) was processed as sid (B)(6) on the alinity using reagent lot 50455be00 and generated a non-reactive anti-hcv result of 0.14 s/co and a viral load of 664947 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Section g1 contact information was updated to reflect the current contact nicole jenne, wiesbaden, deu. The complaint investigation for false nonreactive alinity I anti-hcv results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, return sample analysis, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any related trends for the product for the issue. A review of the device history record was performed and did not identify any non-conformances or deviations associated with the lot number 50455be00 and complaint issue. Labeling was reviewed and adequately addresses the complaint issue. A retained kit of the complaint lot 50455be00 was calibrated on one instrument and one replicate of each control were tested. The calibration passed and the controls were well within the specifications. The return sample (sid 2241780) was tested with the complaint lot and a non-reactive result (0.10 s/co) was obtained. Thus, customer´s observation could be repeated. Further supplemental testing (innolia hcv score and mikrogen recomline hcv igg) was performed. No bands were detected with innolia hcv score. The interpretation is negative. Mikrogen recomline hcv igg detected one band (helicase). The interpretation is borderline. None of the hepatitis c antibody tests showed a reactive result for the sample in question. However, since discrepant hepatitis c antibody results were obtained the final interpretation is inconclusive. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Testing included two commercially available seroconversion panels. The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix, since architect anti-hcv and alinity I anti-hcv assays are equivalent. The complaint lot 50455be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels in comparison to historical data provided by zeptometrix. Based on the investigation, no systemic issue or product deficiency for the alinity I anti-hcv reagent lot 50455be00 was identified.upon review of submission found that the age of the patient sample stated in b5 did not get put in a2 - age at time of event. A2 will be updated to reflect the patient's age in section a2.

Manufacturer narrative:
Section g1 contact information was updated to reflect the current contact (B)(6). The complaint investigation for false nonreactive alinity I anti-hcv results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, return sample analysis, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any related trends for the product for the issue. A review of the device history record was performed and did not identify any non-conformances or deviations associated with the lot number 50455be00 and complaint issue. Labeling was reviewed and adequately addresses the complaint issue. A retained kit of the complaint lot 50455be00 was calibrated on one instrument and one replicate of each control were tested. The calibration passed and the controls were well within the specifications. The return sample (sid (B)(6)) was tested with the complaint lot and a non-reactive result (0.10 s/co) was obtained. Thus, customer´s observation could be repeated. Further supplemental testing (innolia hcv score and mikrogen recomline hcv igg) was performed. No bands were detected with innolia hcv score. The interpretation is negative. Mikrogen recomline hcv igg detected one band (helicase). The interpretation is borderline. None of the hepatitis c antibody tests showed a reactive result for the sample in question. However, since discrepant hepatitis c antibody results were obtained the final interpretation is inconclusive. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Testing included two commercially available seroconversion panels. The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix, since architect anti-hcv and alinity I anti-hcv assays are equivalent. The complaint lot 50455be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels in comparison to historical data provided by zeptometrix. Based on the investigation, no systemic issue or product deficiency for the alinity I anti-hcv reagent lot 50455be00 was identified.correction: d9 - date returned to mfg should be blank. This submission has been updated from 12sep2023 to leaving this field blank.

Event description:
The customer reported a false nonreactive alinity I anti-hcv results for a 38-year-old adult patient that is hiv positive. Since september 2022, several samples have been drawn and tested for anti-hcv and all have generated nonreactive results. However, at the same time viral load testing and hcv ag testing had been run at another lab and generated positive results for both tests. The patient had undergone treatment and obtained an undetectable viral load, and the anti-hcv serology testing continues to be negative. The customer provided the following results for the patient: on (B)(6)2023, customer provided another sample from the same patient: on (B)(6)2023, sid (B)(6)was processed as sid (B)(6)on the alinity using reagent lot 50455be00 and generated a non-reactive anti-hcv result of 0.14 s/co and a viral load of 664947 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p06 that has a similar product distributed in the us, list number 8p05.

Event description:
The customer reported a false nonreactive alinity I anti-hcv results for a 38-year-old adult patient that is hiv positive. Since (B)(6) 2022, several samples have been drawn and tested for anti-hcv and all have generated nonreactive results. However, at the same time viral load testing and hcv ag testing had been run at another lab and generated positive results for both tests. The patient had undergone treatment and obtained an undetectable viral load, and the anti-hcv serology testing continues to be negative. The customer provided the following results for the patient: on (B)(6) 2023, customer provided another sample from the same patient: on (B)(6) 2023, sid (B)(6) was processed as sid (B)(6) on the alinity using reagent lot 50455be00 and generated a non-reactive anti-hcv result of 0.14 s/co and a viral load of 664947 iu/ml. There was no impact to patient management reported.